Event description:
Patient was given antibiotics for a possible infection. The patient had a clear drainage from the lifesite valves; however it was culture negative. The system is currently working well with no issues.